Event description:
It was reported the patient¿s implant site was sore following surgery. The patient also experienced drainage from the pocket site a week after implant. The patient was prescribed an antibiotic to help with the drainage. The patient was currently feeling better.

Event description:
It was reported that oral, perioperative antibiotics were administered. The patient did not have meningitis, but did experience drainage and pain. The infection was located at the device pocket. No culture was obtained, but the infection resolved. The patient recovered without permanent impairment. The patient was still tender around the implant, but was doing wonderfully. The patient took some ibuprofen for the soreness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0m0yx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).